Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
A male patient with a very large aortic system underwent evar at the age of (B)(6). Several years later (specific date not provided), the patient underwent an additional procedure (1820334-2016-00463) to bridge the main body leg and the right iliac leg graft. In (B)(6) 2016 the patient was indicated he had an iliac aneurysm now. The main body graft had migrated (1820334-2016-00464) and lost it's seal which allowed blood to pool in the iliac artery. The procedure is not scheduled yet as the physician plans the intervention. Additional information was requested however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, instructions for use (IFU), and trends of the product was conducted. There is no evidence to suggest that the device was not manufactured to specification. Numerous design verification and validation activities were been performed to ensure that this device meets design requirements, and that the device meets the needs of the user prior releasing each device for customer use. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. This particular device was shipped with IFU. Regarding migration, this IFU indicates: the 4 warnings and precautions: 4.4 device selection: strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. The 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. Inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. The 5 adverse events: 5.2 potential adverse events: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. Additional evaluation of the device was not performed because neither the device nor images were returned. Therefore, a root cause was unable to be determined. It was unclear if this complaint was attributed to a procedural occurrence or to a device related circumstance. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
A male patient with a very large aortic system underwent evar at the age of (B)(6) years of age. Several years later (specific date not provided), the patient underwent an additional procedure (1820334-2016-00463) to bridge the main body leg and the right iliac leg graft. In (B)(6) 2016 the patient was indicated he had an iliac aneurysm now. The main body graft had migrated (1820334-2016-00464) and lost it's seal which allowed blood to pool in the iliac artery. The procedure is not scheduled yet as the physician plans the intervention. Additional information was requested however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: a review of the complaint history, instructions for use (IFU), quality control, and trends was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Migration can be caused by loss of barb function, deployment during the initial procedure resulting in a minimal overlap with healthy tissue, the progression of the disease, and improper sizing of the device. There were no additional images or procedural information supplied with the investigation. Based on the prior intervention for migration of graft, it is possible that the patient's disease is progressing causing the migration of devices and endoleaks; however, there is not enough information without images to conclude that the event is related to disease progression. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.